Event description:
The balloon and pump were removed from the pt and replaced. The old cuff worked fine and it was the dr's decision to implant a tandem cuff, which was connected to the old cuff due to recurring incontinence.